Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the event. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer reported that the ventilator alarmed that there was a motor fault, circuit fault, low peak inspiratory pressure (pip),exhaled volume/breath (ve), and vent inoperable. The customer did not report any information regarding impact to patient, at this time it is unknown.